Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen and presented to clinic. The cause of the fall was not determined. Upon interrogation, the right ventricular lead exhibited high capture threshold, intermittent capture, and a sensing anomaly. Chest x-ray did not reveal any anomalies. The lead was capped and replaced. The patient was in good condition and would continue to be monitored.